Manufacturer narrative:
Overall investigation summarya customer reported to guerbet service, that while injecting contrast media, their adv injector reached their programmed pressure limit. The customer also reported an infiltration during injection, as they stated some of the contrast media was correctly injected into the patient and some leaked out. The patient reported some burning sensation and was noted to have edema in the area effected. Warm and cold compresses were applied and after 24 hrs. The patient had no further issues. Guerbet service sent their field service engineer (fse) to the account to examine the injector, service ticket d12665. During the visit, the fse could not reproduce or confirm the reported issue. However, unrelated to the reported pressure issue or infiltration, the fse discovered that the injector was now experiencing an error code 27. The fse replaced the device's linear potentiometer, which is believed to have failed due to contrast media contamination, perhaps caused by the reported leakage. After the repair, the fse tested the injector for proper pressure and flow, according to the factory checklist. During testing, no discrepancies in pressure or flow were noted. Since the device performed to specifications, it was returned to customer use. Pressure limiting is a safety feature of the injector. As injection pressures reach customer set pressure limits, the device decreases the flowrate so that pressure limits are not exceeded. Therefore, pressure limit issues typically occur as a result of user selected preferences. Likewise, infiltrations are typically caused by needle placement, lack of patency checks, or patient condition, and not caused by the injector. Per guerbet technical service, the american college of radiology (acr) has determined that flow rate is not a factor in infiltrations. Extravasation, which is the resultant damage to tissue that occurs after an infiltration, can occur because the patient's vein blew or because of a mis-stick' by the phlebotomist. No additional information with regard to the patient condition was provided. Extravasations or infiltration is a known possible adverse effect of intravenous injections. The injector does not have the capability to prevent or detect an extravasation (infiltration). However, a precaution to minimize an extravasation are provided in the injector's operator manual (pn 820202 on page 5-3-1): warning! Minimize the possibility of extravasation : extravasation can be minimized through the following precautions: · use the largest vein possible. · use lowest flow rate practical to achieve enhancement. · use largest gauge teflon type catheter possible. · insure good backflow from catheter. · monitor site at least for initial portion of injection form patients side. · continue to monitor from remote location. · instruct patient to notify operator of any abnormal pain, pressure or swelling. A review of guerbet complaint tracking system (cts) showed no similar infiltration issue reported on this unit. A pressure limiting issue and contrast leakage was recently reported on this injector and addressed by service on same service visit. Root / probable cause code.process/methods - incorrect customer settings.root / probable cause summary.refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action.disposition summary. Unit returned to service.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020. Incident: the reporter states that during the procedure, extravasation occurred, some of the contrast was injected correctly, and some not,with some leaking contrast making contact with patient. Optiray 125 used as contrast.